Event description:
Covidien received information from a customer in the USA stating that the touchscreen on an 840 ventilator was not working. The ventilator was not in use on a patient at the time the malfunction occurred. The exact date of the event is unknown.

Manufacturer narrative:
The customer reported that there was a note that had been taped to the screen of the ventilator, and there was still a piece of tape left on the screen causing the error message of touch screen blocked. The customer reported that the tape was removed, and the biomedical engineer performed extended self-testing on the device, and all tests passed. Covidien was not authorized to evaluate the device. (B)(4).